Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the devices were removed because of infection and antibiotic spacer was placed. The second stage of this revision took place on (B)(6) 2010. (Poly liner was revised on (B)(6) 2010.)